Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The caller reported that the blood glucose device gave a higher than expected reading during a hypoglycemic event. At approximately 2:00am the user experienced low blood glucose symptoms loss of consciousness, tiredness, fatigue, speech disorder and delirium. The user was tested on her guide system and received a blood glucose result of 45 mg/dl. The user was treated with sugar water, however she was not recovering. At 6:00am the emt's were called and they treated the user with 10% glucose serum; 200 units intravenously, fluids, and small meals. At 6:52am the user received a blood glucose result of 158 mg/dl on her guide system and a result of 0.30 mmol/l on the emt's meter, the results were obtained within 15 minutes. The user recovered at home and was not transported to the hospital.